Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Leakage occurred prior to use, therefore there was no patient sample involved, therefore this is not considered to be a reportable malfunction.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was leaking/broken bactec bottle- containing patient sample. The following information was provided by the initial reporter: loosen of mgit screw cap were found and caused the leakage of media inside.